Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with ancef (1 gram, intraperitoneally for fourteen days, frequency and specific dates of duration not reported) for the peritonitis event. After five days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.